Manufacturer narrative:
Returned for evaluation was a 1.5mm auryon catheter. The device was forwarded to the manufacturer for evaluation. Per the evaluation of the device, there were no active fibers left, the fibers had degraded completely, no inner blade was observed (this could have detached at the site/angio/eximo). As there were no more fibers at the tip, the catheter could not cross/advance in the lesion anymore would be expected. The rfid tag was read and working time was recorded as 45sec at 50mj/mm2 and 187sec at 60mj/mm2 (3:07 min/sec). There was no customer reported complaint for this catheter. The catheter was returned for post use evaluation and it was observed that the tip was damaged with inner blade missing. The root cause of the damaged fibers could not be definitely determined, however, review of rfid data shows that the catheter was working/lasing for 45sec at 50mj/mm2 and 187sec at 60mj/mm2. If lasing occurred for more than 10 seconds at the same location (non-advancement), this can result in excessive energy and may contribute to tip damage. This is cautioned in the instructions for use (IFU). The DHR was reviewed for the reported catheter serial number. The review confirmed that the lot met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings. - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A 1.5mm eximo atherectomy catheter was returned by an end user for examination purposes after patient procedure use. There was no product defect observed to the device prior to it being returned. During the examination of the device, it was observed that the fibers at the tip were damaged and the inner blade had detached, as it was not returned. The reported device has been returned to the manufacturer, and an investigation into the root cause for event is currently in progress.